Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, after the harvester fired the energy and released the activation switch, the hemopro device was still burning with the tip glowing bright red hot. The harvester recognized that the device would not turn off so he immediately withdrew the device from the leg. The tip was still burning bright red hot so they disconnected the power and the device was removed from service. A replacement kit was used to compete the procedure. The hospital did not report any patient complications. The hemopro power supply setting was 2.5 per IFU recommendations.